Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
An arthrex employee reported via (B)(4) on 05/21/2024 that one of the icg clinical study sites is having an issue with the nir scopes. There is an issue where they can't maintain the focus now. Upon adjusting the focus, the scope gets de-focused within seconds and becomes less usable due to the required frequency of adjustments.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.